Manufacturer narrative:
The grounding pad was discarded by the facility and was not available for investigation. The generator used in the procedure was returned and evaluated. It passed all functional testing. The grounding pad IFU, f11-015 rev 03, states treatment should be suspended if patient alerts personnel of any heating sensation at the site of the pad. Staff was not aware that impedance should be monitored during procedure. IFU states that impedance should be monitored and procedure stopped if high impedance is observed, (B)(4).

Event description:
A patient experienced a burning sensation at the grounding pad site. After the procedure, the staff noticed a red coloration of the patients skin surface. Pad was placed on l lateral, above hip. Application site was clean and dry. No hair. No picture of burn. Burn described as a red area with a small blister. Patient was treated with ointment.